Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted trans gastric to facilitate a pancreatic pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the stent was successfully deployed at the first flange. However, when attempting to deploy the second flange to complete the procedure, the second flange failed to release and deploy smoothly, resulting in a failed procedure. A delay of nearly two hours was reported. The procedure was completed by replacing and using a different device. The patient experienced bleeding as a result of the issue, which was managed with the use of clips (non-boston scientific device). The patient was then reported to be in stable condition and is expected to make a full recovery. Note: it was reported that the size of the scope used was 2.8 mm working channel. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the working channel of the scope should be 3.7mm or larger. The stent is not compatible with a scope with a working channel size of 2.8 mm.

Manufacturer narrative:
Block e1: initial reporter's address 1: (B)(6); reported here as it exceeded the character limit for the designated field. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf patient code e0506 captures the reportable event of hemorrhage, major (bleeding). Imdrf impact code f2301 captures the reportable event of additional intervention required to address the bleeding.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted trans gastric to facilitate a pancreatic pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the stent was successfully deployed at the first flange. However, when attempting to deploy the second flange to complete the procedure, the second flange failed to release and deploy smoothly, resulting in a failed procedure. A delay of nearly two hours was reported. The procedure was completed by replacing and using a different device. The patient experienced bleeding as a result of the issue, which was managed with the use of clips (non-boston scientific device). The patient was then reported to be in stable condition and is expected to make a full recovery. Note: it was reported that the size of the scope used was 2.8 mm working channel. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the working channel of the scope should be 3.7mm or larger. The stent is not compatible with a scope with a working channel size of 2.8 mm.

Manufacturer narrative:
Block e1: initial reporter's address 1: (B)(6); reported here as it exceeded the character limit for the designated field. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a0401 captures the reportable investigation finding of handle break. Imdrf patient code e0506 captures the reportable event of hemorrhage, major (bleeding). Imdrf impact code f2301 captures the reportable event of additional intervention required to address the bleeding. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis with the stent fully expanded and deployed. Additionally, the inner sheath was found kinked and the handle was returned broken. Product analysis did not confirm the reported event of stent partially deployed as the device was returned fully expanded and deployed. However, stent partially deployed is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. The investigation concluded that the additional observed events of inner sheath kinked and handle break were most likely caused due to procedural factors such as lesion characteristics, handling of the device or the technique used by the physician (force applied). Therefore, taking all available information into consideration, the overall root cause of the reported events is known inherent risk of device. A labeling review was performed, and from the information available, the device was used in a manner inconsistent with the instructions for use(IFU)/product label. It was reported that the size of the scope used was 2.8 mm working channel. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the working channel of the scope should be 3.7mm or larger. The device is not compatible with a scope with a working channel size of 2.8 mm.